Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case was probably caused by the excessive force applied to the position of the screw and the plate. We concluded that the quality of this product has no relation to this event. Warning and precaution: 1.important basic precautions: (3)when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted this product(bone void filler) trimmed in accordance with the shape of the bone defect formed after the osteotomy. Tibial fracture occurred during the surgery. As the fracture was a non-displaced fracture, the surgeon decided to carry out post-operative rehabilitation using the rehabilitation program and schedule generally applied to the patients who underwent hto. The surgeon noticed nothing unusual about the patient during the post-operative rehabilitation. However, the patient visited the hospital about two months after the surgery with a complaint of pain at the surgical site. Regarding the pain as a pain generally observed after hto, the surgeon did not carry out detailed examination including an x-ray examination. The patient visited the hospital 12 days later again because the pain still remained. The surgeon took an x-ray of the surgical site and noticed that the bone plate had broken. The surgeon carried out reoperation.